Manufacturer narrative:
H.6. Investigation: an mp1000-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 18055177. From the information provided by the customer it appears that a leakage was observed from the connection of the maxplus to an unknown catheter. A review of the production records for lot 18055177 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that the bd maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: the imaging department has noticed systematic leaks at the junction between the peripheral catheter and the bidirectional valve. These are blood leaks occurring during the injection of saline or contrast medium. No consequences for the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: the imaging department has noticed systematic leaks at the junction between the peripheral catheter and the bidirectional valve. These are blood leaks occurring during the injection of saline or contrast medium. No consequences for the patient.